Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient identifier and weight are not available for reporting. This report is for three (3) unknown 4.5mm cortex screws. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is the specific date of implant is unknown and was reported as unknown date in (B)(6) 2016. The subject device is not expected to be returned to the synthes manufacturer for evaluation. 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. Date of manufacture is unknown. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that revision surgery including hardware removal was performed on (B)(6) 2017 due to the postoperative breakage of an unknown synthes 9-hole locking compression plate (lcp) narrow, large fragment plate and three (3) unknown 4.5mm cortex screws. The patient was initially implanted the synthes 9-hole (lcp) and eight (8) 4.5mm cortex screws on an unknown date in (B)(6) 2016. On an unknown date postoperatively, the plate and three (3) of the screws broke. It was suggested that the patient may not have followed postoperative orders regarding weight bearing and attending follow-up appointments. On (B)(6) 2017, the patient was returned to the operating room and the implanted hardware was removed. The patient was revised to a 13-hole lcp curved broad plate, four (4) locking screws, and two (2) cortex screws. There was no delay in surgery and no patient harm was reported. The patient¿s postoperative status was unavailable. This report is for three (3) unknown 4.5mm cortex screws. This report is 2 of 2 for com-(B)(4).

Manufacturer narrative:
Therapy date was reported as an unknown date in the (B)(6) 2016. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information/clarification: the patient was initially implanted with the synthes 9-hole locking compression plate (lcp) narrow, large, fragment plate and eight (8) 4.5mm cortex screws on an unknown date in the (B)(6) 2016 for a nonunion of a femoral fracture. Concomitant devices reported: five (5) 4.5mm cortex screws (part# unknown, lot# unknown)